Event description:
Boston scientific corporation was informed that during a hta procedure, using a hydrothermablator procedure set, fluid loss alarms were received. The first fluid loss alarm occurred at 81 degree c (rate of loss was 10 cc at 3 cc per minute). The physician noticed some moisture at cervix and placed a tennaculum and continued with the procedure. Approximately 5 minutess into the ablation they received a second fluid loss alarm (rate of loss was 10cc at 1 cc per minute). The physician repositioned the tennaculum and completed the case without any other fluid losses. The vagina and cervix showed no blanching and no signs of burn. Patient is reported to be "fine."

Manufacturer narrative:
The lot number of the suspect device is unknown; therefore, the manufacture and expiration dates can not be determined. The suspect device has been disposed. A device evaluation will not be performed; therefore, the cause of the reported event is undetermined.